Manufacturer narrative:
Upon receiving this incident report on january 7th, 2026, we immediately contacted the reporter to obtain additional information required for our analysis: the date of insertion of the cvc, the date the cap was fitted, the description of the central venous catheter (cvc) assembly to the cap, confirmation that no device is available for analysis and the patient's current clinical status. We followed up again on january 13th, 2026, but we did not receive any response. In the absence of these elements, no analysis can be conducted; the description "disconnection of a cap on a central line" is too brief. The batch number was not identified at the date of the event. The batches currently available are 080424fd, 240325fd, and 260825fd. A review of the records for these three batches confirms their compliance at the time they were placed on the market. From our historical analysis of similar serious incidents involving this dualstop code 9888.00 over the last 3 years shows this is the very first one. The involved sample seems not to be available. We are waiting for its confirmation and for the requested additional information for investigation.

Event description:
Disconnection of a cap on a central line, resulting in bleeding and a cerebral air embolism with multifocal cva, cerebrovascular accident, left hemiplegia, and right-hand paresis. Probable permanent functional impairment. Clamping of the central venous catheter. Transfer to the coronary care unit. CT scan and MRI.

Event description:
Disconnection of a cap on a central line, resulting in bleeding and a cerebral air embolism with multifocal cva, cerebrovascular accident, left hemiplegia, and right-hand paresis. Probable permanent functional impairment. Clamping of the central venous catheter. Transfer to the coronary care unit. CT scan and MRI.

Manufacturer narrative:
The involved dualstop code 9888.00 has been discarded. A photo of the setup was provided; no dualstop is on this line. On the central line, a three-way stopcock from the legal manufacturer becton dickinson is connected. We were unable to obtain additional information regarding the date the catheter's insertion, the date the cap was applied, or the current health status of the patient. The batch number was not identified at the date of the event. The batches currently available are 080424fd, 240325fd, and 260825fd. The review of the files for the three possible batches is compliant. Our historical analysis of similar serious incidents involving dualstop code 9888.00 over the past three years shows that this is the first occurrence. It is difficult to determine a definitive root cause of this incident. Nevertheless, this incident cannot be attributed to a defective cap. Therefore, no corrective action was initiated at this time.